Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 4 of 5. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the solution bags were not properly connected. The technical service representative (tsr) explained the alarm to the hp, assisted the hp to clear the alarm, reviewed proper procedures with the hp, and assisted the hp to end therapy. The hp would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.